Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, while on stomach tissue, the device did not fire although the green button was pressed and the handle was able to squeezed. Replaced the reload to complete the procedure. There was no patient injury.